Event description:
It was reported that the external pulse generator's (epg) atrial output could not be adjusted. The status of the epg is unknown. No patient complications have been reported as a result of this event.